Manufacturer narrative:
Individual implantation dates are unknown. The publication date is provided instead. Devices not returned for evaluation or remain implanted. The following article was reviewed: skrypnik, d., bischoff, m.s., meisenbacher, k., kronsteiner, d.b. And böckler, d., 2022. A 10-year single-center experience with the gore tag conformable thoracic stent graft in the treatment of thoracic aortic disease. Journal of endovascular therapy, 29(3), pp.370-380. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: skrypnik, d., bischoff, m.s., meisenbacher, k., kronsteiner, d.b. And böckler, d., 2022. A 10-year single-center experience with the gore tag conformable thoracic stent graft in the treatment of thoracic aortic disease. Journal of endovascular therapy, 29(3), pp.370-380. The article is a ten year retrospective study describing 194 patients presenting with thoracic aortic aneurysm, thoracoabdominal aortic aneurysm, type b aortic dissections, penetrating aortic ulcer, intramural hematoma, aortoesophageal fistula, aortobronchial fistula, traumatic aortic rupture, and anastomotic or patch aortic aneurysm. All patients were treated with conformable gore® tag® thoracic endoprosthesis. Five patients¿ case with migration following the initial procedure and their histories were given. The third case was originally treated for chronic expandable type b aortic dissection. The patient presented with a type ii endoleak 31 months after the intervention contributing to migration and a type ia endoleak and aneurysm sac expansion. A conversion was recommended but not completed. The patient was alive at the end of the follow-up period.

Manufacturer narrative:
The lot and serial numbers are unknown. The devices, if explanted, have not been returned and imaging has not been provided. The author stated that no material degradation or device obstructions during the mid or long-term follow-up. The migrations were due to disease progression. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and/or stent graft migration.

Event description:
The following article was reviewed: skrypnik, d., bischoff, m.s., meisenbacher, k., kronsteiner, d.b. And böckler, d., 2022. A 10-year single-center experience with the gore tag conformable thoracic stent graft in the treatment of thoracic aortic disease. Journal of endovascular therapy, 29(3), pp.370-380. The article is a ten year retrospective study describing 194 patients presenting with thoracic aortic aneurysm, thoracoabdominal aortic aneurysm, type b aortic dissections, penetrating aortic ulcer, intramural hematoma, aortoesophageal fistula, aortobronchial fistula, traumatic aortic rupture, and anastomotic or patch aortic aneurysm. All patients were treated with conformable gore® tag® thoracic endoprosthesis. Five patients¿ case with migration following the initial procedure and their histories were given. The third case was originally treated for chronic expandable type b aortic dissection. The patient presented with a type ii endoleak 31 months after the intervention contributing to migration and a type ia endoleak and aneurysm sac expansion. A conversion was recommended but not completed. The patient was alive at the end of the follow-up period.